Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital after receiving (8) 41 j shocks, with several untreated episodes from this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) device with a code 1005, indicating an open circuit condition detected during shock delivery and high out of range shock impedance. The physician reported that this patient has an lvad. A request was made to have data from this device analyzed. A rhythmcare specialists reviewed device data and provided recommendations for replacement of the right ventricular lead. The device remains implanted. No adverse patient effects were reporting. Additional information as to the status of this rv lead is not available. The patient was admitted to an unknown hospital unrelated to boston scientific.